Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated dysuria, hematuria, daytime frequency, nocturia, chronic back pain, pain in rt low abdomen, low-grade fever, yellowish vaginal discharge with odor, irritated suture, rt groin pain,brown/yellow discharge with odor, urinary frequency, inability to empty bladder, rlq pain, and gross hematuria.